Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2011, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Trunk-ipsilateral leg and two contralateral leg components (on the right: pxc181400/9332558, on the left: pxc161000/9146054) were successfully deployed. The patient tolerated the procedure.later in a follow-up study (more than 5 years post initial implant procedure), distal type I endoleaks were revealed from the contralateral leg components on both sides. Aneurysm diameter had enlarged with the endoleaks (the exact amount is unknonw).on (B)(6) 2017, a reintervention was performed. An additional contralateral leg component was implanted on the left side. On the right side, the right internal iliac artery was coil-embolized and a contralateral leg component was deployed for the distal extension of the existing endoprosthesis. The distal type I endoleaks were resolved, and the patient tolerated the reintervention procedure.